Manufacturer narrative:
(B)(4). Per fsr, the unit is not maintained by the manufacturer so it is not clear whether it was a pre-existing problem or related to the nfc. The power manager board was replaced. The unit operated to the manufacturer's specification. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc), the system would not switch over to battery when alternating current (ac) was disconnected. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the board to not switch to battery power. He found resistor r159 to be an open circuit. R159 is part of a battery voltage monitoring circuit, without being there, the power manager does not detect the presence of batteries. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.